Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they noticed there were 3 different areas for stimulation that could be used, but they had only been instructed to use group a, and they wondered what the other settings were for. The patient was redirected to their healthcare provider to further address their questions; explained role of representative (rep) and they should have that information. Patient mentioned they had been calling their representative but had not received a callback. Patient mentioned they called their rep last week, after they got their ins turned on, because at 1am their stimulator went crazy. Patient stated they had shockwaves that started going down their leg so hard it made their foot ache and their toes jump all over the place. The rep had them 'set back' some, which resolved the issue. The agent documented reported information and offered to email the rep on behalf of the patient, since they said they had a hard time getting ahold of their doctor and the rep for their questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the shockwave going down the leg was that the patient increased stimulation. They were instructed to turn it down to comfort if required. Patient needed handset instructions on how to turn device up or down and what his setting should be turned to. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***